Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
It was reported by the customer that the device/machine is not working. The efficia dfm100 defibrillator. Model# 866199, is substantially similar to the heartstart xl + defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no report of pt involvement.